Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. According to the pump history, the time/date settings were lost after the battery was changed. The acid of the supercap has leaked out. Therefore, the supercap and the surrounding electronic parts are corroded. The supercap was not functioning anymore and did not provide energy during the battery change to keep the date/time settings. The insulin pump correctly notified the user to check the date/time setting after restart. The history analysis showed that the user did not set the date/time correctly when the insulin pump restarted. Therefore, the hourly basal rate settings differed from the rates normally applied, when the pump has the date/time properly adjusted. The delivery accuracy of the insulin pump was tested on the diagnostic test system and meets the specifications. The bluetooth module was tested successfully and meets the specifications. This issue has been investigated within (B)(4). A new style supercap has been implemented starting with s/n (B)(4). The medical risk(s) associated with this failure(s) have been assessed within the mentioned CAPA(s).

Event description:
On (B)(6) 2012, it was reported that the pt had often experienced low blood glucose levels (as low as 45 mg/dl) for the past three months. The pt does not think the infusion device delivers an accurate amount of insulin. After charging the battery the time and date were not retained. The pt has also had problems with bluetooth connection. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product eval.